Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at (B)(6) health ap shared services ap sso reported intermittent freezing issues on main unit of cns, pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported that cns froze and there was no data loss reported. Nkts educated customer on rebooting the hard drives and verify that there is no dust. However, this did not resolve the issue. There is no loss of data as staff is manually able to get information needed for patients. Nkts requested customer to send the device in for repair investigation conclusion: investigation conclusion: root cause of the issue could not be identified as the issue could not be duplicated by repair center after thorough testing, trouble shooting and extended operation of the device. The unit was tested per operator's/service manual and completed 5 days of extended testing. The unit operates to manufacturer [?]s specifications. Cns is functioning as per specification as per device history. The warranty of the device is valid till 03/29/2020. According to the table in quality complaint investigations work instruction, with document ID: (B)(4), the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was intermittently freezing up while in use on patients.

Manufacturer narrative:
Replacing the hard drives did not resolve the issue. The customer decided they would like to send the unit in for repair, however, the device has not yet been received by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was intermittently freezing up while in use on patients.